Manufacturer narrative:
Covidien reference number : (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.

Event description:
It was reported that the unit display segments "go in and out." There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The reported failure was confirmed, though intermittent. After cycling through the number sequence, the number 9 was found to have a missing segment. There are splashes of solder on the trace on the top of the board near the peripheral capillary oxygen saturation (spo2) display. The board was removed and checked for continuity and solder defects. The board contained some pins that were bent and solder splashes were found on the trace above the spo2 7 segment display.